Event description:
The customer reported that while pipetting an hbc assay on ortho summit, low liquid levels and bubbles were observed in row f and no alarm message was generated. A field service engineer was dispatched, he inspected the instrument and performed diagnostic checks before placing the instrument back into service. The communication logs were downloaded and indicated that an error was generated for row g and the operator chose the 'continue' option. No death or serious injury was associated with this incident.